Event description:
It was reported that the catheter had fractured. A dye study confirmed the fracture at the distal segment. It was noted that the patient experienced return of his symptoms approximately 1 month ago or so. The patient did not have any withdrawal symptoms other than feeling like the medication wasn't working so he started taking his oral baclofen. A catheter revision was done on (B)(6) 2012. A catheter study was done intra-operatively; x-rays were not available as of the date of this report. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8711, lot # n086315019, implanted on: unknown, explanted on:unknown; (B)(4).